Event description:
A vaxcel PICC line was placed for therapeutic purposes in approx. 2005. It was reported that, upon difficulty infusing, a fracture was found at the juncture of the suture wing and the catheter shaft. The PICC line was replaced on either 8 days later or the next day.